Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient's nurse was alleging that the lifevest did not treat the patient during a treatable arrhythmia. It was reported that the patient was in vt or vf with a heart rate of 200 bpm, and the lifevest did not treat the patient. The nurse also reported that the patient had to be externally defibrillated. Review of the patient's download data revealed that the patient was in a treatable rhythm, vt, however during the treatable rhythm, the response buttons were pressed, preventing the lifevest from delivering a treatment. The patient was taken to an ICU and is to receive an ICD. There is no indication that the patient suffered a serious injury from the event. Reporting this event out of an abundance of caution as it is unclear who was pressing the response buttons.